Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 9f delivery sheath was used, there was not any angulation or kink in the delivery system was noted, and there was not any interaction with cardiac structures during deployment. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder - instructions for use, "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration. Patients indicated for asd closure have echocardiographic evidence of ostium secundum atrial septal defect and clinical evidence of right ventricular (rv) volume overload (ie, 1.5:1 degree of left-to-right shunt or rv enlargement)."

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen to treat left atrial appendage, using 9f amplatzer trevisio intravascular delivery system (atv). During deployment, the device deformed to cobra-like shape. There was no angulation or kink noticed in the delivery system, and no interaction with cardiac structures during deployment. The device was removed, and same size replacement was used to complete the procedure. The device was implanted with no reported issue. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.